Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front socket was dirty and oxidized/corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for a endoscopic retrograde cholangiopancreatography (ercp), a detection issue occurred on the evis exera iii video system center. The procedure was completed successfully using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and based on the facts obtained in the survey, it was determined that there was no image output due to abnormal communication caused by the anterior socket being dirty and oxidized/corroded. It was determined that the failure of the patient board set occurred because the image was not displayed with the 180 scope. When the 180 scope was used, no images were created as reported. The cause of the failure could be a change in the operational amplifier circuitry of dr board, which had an impact on countermeasures, but was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.